Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance, a high sensing integrity count (sic), and pacing failure at maximum output. A great deal of oversensing was detected when the patient moved their left shoulder. The device was reprogrammed to aai and the lead remains implanted. No patient complications were reported as a result of this event. It was later reported that the right atrial (ra) lead had a confirmed fracture and exhibited undefined impedance and undersensing. The rv lead exhibited undefined impedance and also had a confirmed fracture. The ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.